Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified a complete circumferential tear of the balloon material approximately 63mm distal from the proximal sleeve of the balloon. The distal section of balloon material had completely detached from the balloon to distal tip bond. The distal section of balloon material was not returned for analysis. A visual and microscopic examination was performed on the balloon material and no issues were noted that could have contributed to the complaint incident. The rate of burst pressure of this device is 8 atmospheres. A visual and tactile examination identified a severe kink on the shaft of the device located approximately 33mm proximal of the distal markerband. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination of the tips and markerbands identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred and chest pain was experienced. The 80% stenosed target lesion was located in the inferior vena cava (ivc) and pulmonary artery. After stent implantation placed in ivc in a region of a previous non-bsc stent fracture dislocation. These stents were placed for ivc occlusive disease. After stent placement significant wasting was observed, a 16-4/5.8/75 xxl esophageal balloon catheter was advanced for in-stent dilation. However, during inflation at 1-2 atmospheres, the balloon ruptured. The balloon catheter was withdrawn while the wire was left in place. The patient was immediately complained of chest pain suggesting migration to pulmonary artery. Computerized tomography scan was performed and attempts made to retrieve the fragment. Unfortunately the lost fragment was radiolucent therefore despite multiple attempts in the safety of cardiology with full electrocardiogram monitoring, the fragment could not be retrieved. The procedure was stopped. The patient was "harm" and was referred for a wedge resection of lung secondary to pulmonary infarct.